Event description:
It was reported that pt had acmd at c4-c6 using infuse bone graft. Pt had post op cervical swelling with no airway compromise and difficulty swallowing meds. Three days post op, second surgery was performed to re-explore incision and soft tissue swelling. Pt has had a full recovery.